Event description:
It was reported via repair work order that the left end lift leg was detached due to lift pivot bolt was missing from the head left lift leg. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.